Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported not being able to check his glucose level due to a "replace sensor" message received on the adc freestyle libre sensor. The customer became hypoglycemic and was unable to treat himself. The customer further reported he received glucagon injection both from his wife and a healthcare professional, who diagnosed him with hypoglycemia. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported not being able to check his glucose level due to a "replace sensor" message received on the adc freestyle libre sensor. The customer became hypoglycemic and was unable to treat himself. The customer further reported he received glucagon injection both from his wife and a healthcare professional, who diagnosed him with hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. Current was applied to sensor to perform a sim-vivo test while in the test fixture. All results were within specification. No malfunction or product deficiency was identified.